Event description:
Patient reported obtaining back-to-back blood glucose results of 55 mg/dl and 190 mg/dl, while using the suspect device. Patient indicated that, based on the value of 55 mg/dl, he self-treated by eating glucose tablets and based on the value of 190 mg/dl, he took 10 units of nph insulin and 5 units of regular insulin. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.